Manufacturer narrative:
E1. Initial reporter phone: (B)(6).

Event description:
It was reported that the burr was leaking liquid. The 92% stenosed target lesion was located in the narrow anterior descending branch. A 1.25mm rotalink burr was selected for use. During the procedure, it was noted that the burr was leaking liquid. The procedure was completed using another of the same device. No patient complications were reported, and patient was stable after the procedure.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). Device evaluated by manufacturer. Inspection of the device did not identify any damages or defects. After destructive testing was performed, inspection revealed that the handshake connection within the sheath, was not retrievable and further leak testing could not be completed as the sheath is blocked. Inspection of the device did not identify any damages or defects. The burr housing was dismantled as the handshake connection was not retrievable from the burr housing. The interior components were inspected for damages or defects.

Event description:
It was reported that the burr was leaking liquid. The 92% stenosed target lesion was located in the narrow anterior descending branch. A 1.25mm rotalink burr was selected for use. During the procedure, it was noted that the burr was leaking liquid. The procedure was completed using another of the same device. No patient complications were reported, and patient was stable after the procedure.